Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: none, ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that battery tray 6 was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the red light on batteries indicator occurred after a few exposures. The batteries voltage also fell faster than expected. There was no patient present when this issue was identified. During troubleshooting it was found that the battery trays were measured individually and tray 6 was below specification.